Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted to treat stress urinary incontinence, cystocele, enterocele and rectocele with concurrent cystocele, rectocele and enterocele repair. It was also reported that the patient underwent rectocele repair on (B)(6) 2007.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. Following insertion, the patient experienced pain, urinary problems, recurrence, infection, and other outcomes. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, and mesh was implanted; and on (B)(4) 2007, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced bowel problems and pelvic organ prolapse. It was reported that patient underwent mesh revision on (B)(6) 2009, due to vaginal cuff prolapse.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a surgical procedure on (B)(6) 2006 and ams/bs perigee and advantage transvaginal mid-urethral sling system were implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis.